Event description:
It was reported that during a knee procedure, a part of the terminal of the unit came off and fell inside the knee. It was further reported that the piece was retrieved.

Manufacturer narrative:
The product was returned for investigation. Upon visual inspection of the unit, the reported tip breakage was confirmed. The ceramic tip and metal electrode had broken off from the probe¿s tip. However, the broken pieces (ceramic tip and metal electrode) were not returned along with the probe. There were no visible wear marks or damage to the probe's wand or heat-shrink (black insulation). The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record and non conformance report historical data of the reported part and lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a knee procedure, a part of the terminal of the unit came off and fell inside the knee. It was further reported that the piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.